Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during setup, the wrong oxygenator, 3cx rx25re, was included in pack number (B)(4). There was no patient involvement as this occurred during setup. The product was not used. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).